Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was damaged. The reservoir compartment was damaged. The customer was changing the reservoir and a piece fell off the top of the threads. The reservoir would not stay in. The customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip however, a test reservoir was installed and did lock into place just a partial broken reservoir tube lip noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked case reservoir tube window corner, cracked belt clips, cracked battery tube threads and missing reservoir tube o-ring.